Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a pt with dry eye at three month photorefractive keratectomy (prk) post-operative visit. At visit pt complained of "eyelids sticking to cornea and vision fluctuation". Additional information from reporter indicated reported issue continues and has not yet resolved. Reporter indicated the reported issue is being treated with warm compresses, omega three vitamins, lubricating drops, and punctal plugs. This report is for the right eye, and additional report will be filed for the left eye.